Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reeq3532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported pt received PICC with sherlock 3cg diamond confirmation. The team still take xray confirmation and found the PICC was in fact residing in the neck. The patient was not transported for the xray. Additional information: rcvd (B)(6) 2020: PICC 4fr single lumen was inserted with max barrier prec x 3, using us guidance and modified seldinger¿s technique, appearing to be without event. Sherlock showed that PICC went down into chest, per norm, but when I pulled the guidewire out, I noted it to be slightly bent and thought that was strange. Because the guidewire was still sterile, I wiped it with sterile saline, re-calibrated the sherlock and reinserted it ¿just to be safe¿ and verify placement. Again, tip was shown to go down into chest, as expected.